Manufacturer narrative:
After additional evaluation, the false results were caused not by the max instrument but by the max MDR-tb assay. This assay is not sold within the us and bd does not sell a similar product within the us. The previous MFR report #1119779-2023-00333 should be considered cancelled.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: customer recognized a lot of low positive tb results in the last couple of months. They sub-cultured the specimens and quite a lot were negative. Also the patients are not showing any symptoms.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: customer recognized a lot of low positive tb results in the last couple of months. They sub-cultured the specimens and quite a lot were negative. Also the patients are not showing any symptoms.